Event description:
A customer contacted beckman coulter (bec) to report a leak in a coulter hmx hematology analyzer. The volume of the leak was unknown. The operator was wearing personal protective equipment (ppe) including a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the leak was coming from the bsv (blood sampling valve) assembly. Fse took apart the bsv assembly, cleaned it and reattached but it continued to leak. The fse then replaced the bsv assembly which resolved the leak and the unit was confirmed as operational. The cause of the leak is attributed to the bsv assembly. (B)(4).